Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the tubing came out of the safety screw spike and formula leaked on the floor.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two used samples and one new sample were received for evaluation outside of their original package for evaluation. All the samples were found with disconnection between the cross spike and the tubing line. Root cause was found related to manufacturing. As part of continuous improvements, a corrective action has been opened. These actions are designed to prevent the re-occurrence of the reported defective condition. This complaint will be used for tracking and trending purposes.